Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient on admission presented with serous drainage from ventricular assist device (vad) driveline site. Patient had a white blood count (wbc) count of 8.9 thou/mm3(3.8-10.0) and a temperature of 98.2 f. On (B)(6) 2012, wbcs were 11.5 thou/mm3 with temperature. Of 98.0 f. Blood, urine and driveline site cultures were taken. All were negative for growth except the driveline site which had moderate growth of staphylococcus aureus. Patient was given gentamicin drops 0.3%, 6 drops once daily to affected area at dressing change. He was discharged on (B)(6) 2012. Patient was seen in clinic on (B)(6) 2012. At that time, his temperature was 98.5 f and wbcs were 9.8 thou/mm3(3.8-10.0). Driveline exit site was re-cultured revealing moderate growth of staph aureus. He was told to continue gentamicin drops to driveline exit site. On (B)(6) 2012, clinic was notified that patient had thick drainage from the driveline exit site. He was started on clindamycin 450 mg every 6 hours for 14 days. Driveline site was re-cultured at next clinic visit ((B)(6) 2012) and there was rare growth of staph. Aureus. Patient continued clindamycin for an additional 2 weeks. Patient infection continued despite ongoing treatment as described above and on (B)(6) 2012, subject was admitted as an outpatient for incision and drainage of infected vad site. Op report dated (B)(6) 2001 stated that blister right of the driveline exit site was incised and pus was noted. This abscess cavity was then excised and incision was extended medially about 2 cm. This entire area was excised and debrided. Copious amounts of bacitracin irrigation were applied to the site during the procedure and site was packed. Subject tolerated procedure without any further sequela and discharged home on (B)(6) 2012 with instructions and supplies for normal saline wet-to-dry dressing changes and clinic follow-up scheduled for (B)(6) 2012. Wbc count on discharge was 6.4. Tissue from the driveline was cultured during the cultured during the procedure and results of culture were negative on (B)(6) 2013. Subject seen in clinic on (B)(6) 2012 for postop follow-up and site was clean and pink. Subject was instructed to continue twice a day (bid) wet-to dry dressing changes. On (B)(6) 2013, a follow-up wound culture was performed in clinic and showed light growth of coagulase negative staphylococcus and moderate growth of corynebacterium species. Wbc count on (B)(6) 2013 was 8.1. On (B)(6) 2013 wbc count elevated to 13.7. Adverse event (ae) still ongoing. On (B)(6) 2013, drive line had some serous drainage, no erythema or pus. No culture taken. On (B)(6) 2013, some drainage, but no signs of infection. Wbcs 6.8, temperature 98.0. It was further reported from the clinical study site that the patient had developed a staph aureus driveline infection that requires debridement. Afterwards, cultures were negative with signs of infection gone. There had been a culture taken on (B)(6) 2013 due to thick yellow drainage that grew corynebacterium. There were no guidelines for sensitivity on corynebacterium and there was no redness of the driveline. Subject's white count was normal at 8.1 thou/mm3 (ref 4.0-11.0) and a temperature of 98.5, so this was deemed not significant, especially after subject returned to clinic on (B)(6) 2013 and his driveline had only serous drainage with no erythema with no treatment between visits. Afterwards, cultures were negative with signs of infection gone. Event was closed on (B)(6) 2013 due to no drainage and no signs of infection. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.